Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The meter result was 3.5 inr. The customer was tested in a laboratory using stago neoplastin reagent 30 minutes later and the result was 2.6 inr. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.0 inr. The customer had no direct thrombin inhibitors, no heparin therapy, no lupus, no antiphospholipid antibodies, no dose changes, no new medications, no medication changes, no new illnesses, no diet changes, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a master lot strips. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.1 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 12.5%.